Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted. Without return of the explanted device, the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve that now presents with mitral stenosis after an implant duration of nine (9) years, seven (7) months, 27 days. The patient will require a valve replacement. No additional information has been obtained.